Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due observations of pacing not delivered when required. The pacemaker remains in-service. No adverse patient effects were reported.